Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during implant procedure, atrial lead noise was noted via pacing system analyzer (psa). As such, the atrial lead was removed. No further information is available at this time.

Event description:
New information received states that the patient was stable, before, during and after the procedure.